Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it kept failing and had ultimately failed completely. It could not be recovered. The nurse stated that life saving urgent medications were stored in the refrigerator. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failed. A field service engineer (fse) inspected the unit closely and powered off pyxis. Remote manager and the pyxibus cable were checked. The cable was tightened on both ends, and the zip tie on the pyxibus cables (which had been too tight) was removed and re-secured. The fse powered the pyxis back on and, within the application, asked the escort/customer to log in. No further failures appeared on the screen. A possible pyxibus cable failure due to a loose connection was noted. The pyxis was rebooted, and medications were inventoried in different drawers, including rm. The system functioned as intended after the field service engineer repaired the device.